Manufacturer narrative:
According to the customer on (B)(6) 2023, the "temp sensing cable came out of foley "shredding foley" while in a patient". The customer reported that "no" harm occurred to the patient during this incident. The customer reported that a "new catheter was inserted". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2023, the "temp sensing cable came out of foley "shredding foley" while in a patient".